Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision due to take place on (B)(6) 2011. Asr xl acetabular system - left. Reason(s) for revision: unknown. Update: added surgeons name. Received: 1st may 2013. Update - amended revision date taken from claim suite dated 30th may 2013 update received 11 july, 2013. Additional hospital and reason for revision added. Reason(s) for revision: alval / soft tissue reaction. Update alert date 9th nov 16: amended implant date, added a dummy stem (whilst querying details) , added all manufacturing dates, all mw fields taken from update dated 9th nov 16. Update alert date 17th nov 16: received and attached product stickers, stem details not available, added patient name, gender, initials and date of birth, implant date confirmed and added. See email dated 17th nov 16. Update ad 2 sep 2021. (B)(4) has been re-opened under (B)(4) due to receipt of additional information. After review of additional information, no new allegation being reported. Added associated contact and concomitant products. Doi: (B)(6) 2007. Dor: (B)(6) 2018. Left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination.this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed andthe investigation will be re-opened as necessary. Device history lot : previous investigations that have included manufacturing record evaluations (mre) since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.